Manufacturer narrative:
(B)(4). Date sent: 11/03/2025 d4: batch #a9741r corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned articulated to the right, with the closing trigger in the close position, anvil partially open, and with no reload present. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Further inspection revealed that the closing trigger and the jaw could not be fully opened. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the channel pin located in the anvil area was found to be broken, causing the jaw to fail and not open. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the components and breaking the channel pin. Please reference the instruction for use for more information. Based on the investigation, it is concluded that the data reviewed from the pcb log is associated with an incorrect operational sequence during the second firing of the device. This action caused the device to enter a failure state, preventing the complete retraction of the knife and the opening of the anvil. The root cause is determined to be related to incorrect use of the device, specifically an operational sequence that does not comply with the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9741r, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, they fired the first reload, and it was fine. However, when they fired it a second time, it locked onto a tissue. They tried to do the manual override, but it did not work. They pried the jaw open, and everything was fine with the patient. They then opened a new device to complete the case. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2025. D4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot/batch number, a97486, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.